Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed displacement test, rewind and self test. Device passed off no power test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they called ambulance due to low blood glucose on unknown date with unknown blood glucose. The customer also stated that the insulin pump had missing piece from battery compartment and diminished battery life, slower and weaker during rewind. The insulin pump will not be returned for analysis.